Event description:
Per the clinic, the patient experienced a pain with stimulation, intermittency and a performance decrement. The device was explanted (B)(6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).this report is filed (B)(4), 2011 - (B)(4).

Manufacturer narrative:
(B)(4)